Event description:
This unsolicited device cased from united states rec'd on (B)(4) 2014 from a patient. This case concerns a (B)(6) male patient whose crp was high indicating inflammation after receiving treatment with synvisc one injection. No relevant medical history, past drugs, concomitant medications or concurrent condition was reported. On (B)(4) 2013, the patient rec'd treatment with synvisc one injection 06 ml once (route, batch/lot number and expiration date: unknown) in bilateral knees for osteoarthritis. On (B)(4) 2014, the patient's both knees swelled up within 24 hours of each other and the patient also had knee effusion in both knees at that point. On (B)(6) 2014, 60 cc of fluid was drained out of the right knee and the patient was given cortisone injection in the right knee. It was reported that the fluid was sent for culture. On (B)(6) 2014, 70 cc of fluid was again drained from the right knee. The patient did not get cortisone in the left knee. The patient did not get cortisone in the left knee. On (B)(6) 2014, again 90 cc of fluid was sent for culture. Upon synovial fluid analysis, elevated white blood cells (wbc) were found in samples, with high c-reactive protein (crp) levels indicating inflammation. The patient also had test positive for ra factor. No bacterial infection was found. Corrective treatment: nsaids and cortisone. Outcome: not yet recovered. A pharmaceutical technical complaint (ptc) was initiated with global ptc number. (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of info provided, no CAPA is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated throughout ncr process. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints to determine if a CAPA is required. Add'l info was rec'd on (B)(4) 2014. Ptc investigation report was added.